Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with oversensing observed on the implantable cardioverter defibrillator. The device was noted to be post paced t wave oversensing. Programming changes were discussed and were anticipated for the next scheduled appointment. The patient was asymptomatic.